Event description:
It was reported that the patient faced adhesive issue on (B)(6) 2026. The issue occurred with seven infusion sets. The reported infusion set patch did not stick to skin upon insertion as catches the tubing in the white area of the infusion set and was not fully unwinding the tubing fully prior to inserting which leads to bleeding when removing the infusion sets.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.